Event description:
Pt rec'd minor burns from stat pad which was used for synchronized cardio-version at 200 joules. Stat-padz were placed in anterior/posterior position for synchronized cardioversion. Pts skin had no evidence of excess oil, powder, or performed. After the 1st cardioversion attempt at 200 joules a slight burning odor was noted. The pad was pulled back slightly and the skin was examined. Skin was reddened but no other evidence of burn was noted. A second attempt at cardioversion was made. After this attempt failed the stat padz were removed. A slight brown line (burn mark) was noted at the mid-sternum, approx 1" in length. Other area covered by pad was reddened, no blisters were noted. Reason for use: atrial fibrillation.